Manufacturer narrative:
The hospital destroyed the lead for cultures and would not be returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically explanted a week after implant due to perforation. The perforation was identified through x-ray and echocardiograph. A new rv lead was implanted. It was reported that there were no additional adverse patient effects.